Event description:
Reportedly the patient experienced dehiscence 2 days after mammoplasty reduction surgery. Patient was brought back to or 2 weeks after initial surgery. Sutures had come untied. Patient incision re-sutured.